Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude that appeared to be buried in motion and myopotential artifact and some noise. It was recommended that the patient be brought to the clinic. The s-ICD therapy was then turned off. Currently, this s-ICD remains in use and no additional adverse patient events have been reported.